Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Abnormal blackish discolouration of unclear origin has been detected on the syringe plunger of three syringes to date. A microbiological examination of two syringes is currently being carried out in our in-house laboratory. The affected lots of syringes have been withdrawn from circulation at (B)(6) hospital as a precautionary measure. The manufacturer has already been informed additional information: the particles appear to be embedded. For the position, see the attached photos. The discoloration was noticed before application to the patient.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos along with over one thousand samples from reported lot 2411092 were provided to our quality team for investigation. Upon inspection of all the returned product, embedded material was observed within the plunger stem on fifteen samples from reported lot 2411092. A device history review was performed for reported lot 2411092, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out without issue. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, this defect can occur due to burnt material generating during the molding process, embedding the burnt material as seen in the sample provided. Manufacturing personnel have been notified of this incident to increase awareness of this matter. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.